Manufacturer narrative:
B3: date of event was approximated to (B)(6) 2018, since exact date is unknown, event occurred in 2018. D4, h4: the suspect device lot number is unknown; therefore, the lot expiration and device manufacture dates are unknown. D4 unique identifier (UDI) #: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. H6: patient code e1310 captures the reportable event of chronic urinary tract infection.

Event description:
It was reported that a boston scientific mesh was implanted to the patient in 2018. Following the implantation, the patient has experienced chronic infections and recurrent urinary tract infections (utis). Additionally, scar tissue has become embedded in the colon. The patient's physician is currently evaluating the most appropriate approach for mesh removal. No further patient complications were reported.

Manufacturer narrative:
Block h11: blocks b2, b5, h2, and h6 have been updated based on the additional information received on april 27, 2026. Block b3: date of event was approximated to january 1, 2018, since exact date is unknown, event occurred in 2018. Blocks d4, h4: the suspect device lot number is unknown; therefore, the lot expiration and device manufacture dates are unknown. Block d4 unique identifier (UDI) #: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: the following imdrf patient codes capture the reportable events of: e1310 - chronic urinary tract infection. E1906 - infection e2101 - adhesion e2006 - mesh erosion. The following imdrf impact codes capture the reportable events of: f1901 - patient undergoing ileostomy procedure.

Event description:
It was reported that a boston scientific mesh was implanted in the patient in 2018. Following implantation, the patient has experienced chronic infections and recurrent urinary tract infections (utis). The mesh also eroded and migrated into the colon, with associated scar tissue involvement, in which the patient resulted to have an ileostomy procedure. Furthermore, the physician was evaluating management options for mesh explantation.